Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl and was corrected via the pump. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove and inspect the cannula. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.